Event description:
It was reported that the pta balloon would not deflate. A micropuncture stick was used to draw the contrast out of the balloon. The device was removed without further incident. There was no report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.